Event description:
Site called berlin heart inc.'s clinical hot line to report incomplete emptying of the excor blood pump that was connected to a patient supported in lvad configuration. The settings of the driving unit were checked and adjusted in an effort to improve emptying achieve complete ejection of the excor blood pump. However, with this maneuver there was no significant improvement in the emptying and complete ejection could not be achieved. The site sent a video by which the ejection status was confirmed by berlin heart's clinical affairs team. Therefore it was decided to exchange the excor blood pump in question. Per report by the site, the patient was supported appropriately by the excor vad system throughout the duration of the event and did not experience any untoward effect.

Manufacturer narrative:
Exemption number: (B)(4). (B)(4). The excor blood pump, s/n (B)(4), was used from (B)(6) 2014 to (B)(6) 2014 (105 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial investigation of the returned blood pump a defect of the air-side layer of the triple-layer membrane was suspected. However, evaluation of the blood pump s/n (B)(4) is still ongoing.

Manufacturer narrative:
(B)(4). The blood pump that is the subject of this report (s/n (B)(4)) was evaluated by the manufacturer of the pump. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. On visual inspection, the pump shows padding between the membrane layers. Further evaluation of the disassembled pump revealed a hole in the driving or air side membrane, behind the stabilization at the rolling radius. Additionally, diminished graphite coating between the membranes around the defect was observed. The diminished graphite coating may have led to the abrasion of the membranes over time. This led to formation of abrasion particles in the membrane interstices. These particles between the membrane layers caused increased friction at points which finally led to the defect in the driving membrane. When the defect occurred air was able to move between the driving and middle membranes and form an air cushion which prevented the blood pump from completely emptying.